Event description:
Patient presented to the physician with soreness at the rib following a fall and reported being able to feel the sensing lead anchor. Physician brought the patient into the operating room, and upon surgical exploration, it was observed that the sensing lead anchoring stitch had pulled away and detached from the muscle. Physician re-sutured the sensing lead anchor securely and closed the incision. This resolved the issue.